Event description:
Pt was experiencing pain in his right hip. According to the pt, upon investigation it was determined that the cables had broken and one cable and the greater trochanteric reattachment device were removed in (B)(6) 2010, approximately 2 1/2 yrs after devices were implanted. As seen on films received from the pt the hip (not a pioneer device) and one cable remain implanted.

Manufacturer narrative:
Device involved was not returned so therefore an eval of it could not be performed. The DHR was reviewed and this confirmed that the device met all material, mfg, assembly and performance requirements.